Manufacturer narrative:
Poly swap, unknown reason. Due to the original poly lot number remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the poly component was implanted for approximately 10 years, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 46 similar complaints identified for st ar poly swaps with no reported damage beyond normal wear. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 had a root cause of unknown and do not aid in the investigation for this complaint. Ohr review was not conducted due to the complaint part not being returned and the lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted for an approximately 10 years and the part and lot numbers remaining unknown. Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: - date implanted - patient weight, bone quality, and noncompliance - inventory type - lot number - inventory statsus the overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 631 tibial polymer components (pn:400-14x) were sold during july 2022 and july 2023. With 47 reported events, the occurrence rate is 7.45%. Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Trilliant surgical is the manufacturer of the device , the device did not cause or contribute to a death or an injury that was life threatening. A malfunction of the device resulting in a failure of the device to perform its essential function which comprises the device's therapeutic effectiveness that could cause or contribute to death or serious injury did not occur. Recurrence of the malfunction is not likely to cause or contribute to a death or serious injury. The device is not considered to be life supporting or life sustaining. The devise was not returned for evaluation, and additional information was not received regarding the reason for the revision surgery. A root cause could not be established, though the root cause is unknown, it is not expected to be attributed to the supplier. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - . Poly swap, unknown reason.